Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a revision surgery to convert a previous surgery to full correction. Intra-op, while trying to remove the set screw from the screw head, the end of the t25 driver broke-off inside the set screw. No fragment of the broken product remained inside the patient. No patient complications were reported.